Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: happened on the gerontology department. The catheter was inserted on (B)(6) 2020 in the afternoon. Balloon was tested, did not seem pierced, however on (B)(6) 2020 at 7.55 pm, the catheter was found in the bed of the patient with the balloon deflated. The catheter is not damaged. A similar incident happened after the new catheter was inserted. It was found on the (B)(6) early in the morning in the bed of the patient with the balloon deflated.

Event description:
The report states: happened on the gerontology department. The catheter was inserted on (B)(6) 2020 in the afternoon. Balloon was tested, did not seem pierced, however on (B)(6) 2020 at 7.55pm, the catheter was found in the bed of the patient with the balloon deflated. The catheter is not damaged. A similar incident happened after the new catheter was inserted. It was found on the (B)(6) 2020 early in the morning in the bed of the patient with the balloon deflated.

Manufacturer narrative:
Qn# (B)(4). There is only an empty pouch that was returned for investigation. Therefore, no physical assessment could be conducted. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore this complaint is not confirmed.